Manufacturer narrative:
A visual evaluation was performed and found the stent was kinked along the drainage holes throughout. The proximal tip of the stent was deformed from being crushed against the distal tip of the push catheter. A functional evaluation for stent deployment was performed and found that as the pull wire was retracted, the stent started buckling. The device failed to deploy stent. Based on the product analysis, it is likely that procedural / anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the stent. With the stent bound by kinks and bends, the device could become unable to deploy stent. Therefore, 'operational context' is selected as the most probable root cause for the complaint. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the stent began kinking at the fenestration holes on the duodenal side of the stent as the introducer was being retracted from the inside of the stent. Therefore, the stent failed to deploy. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Reported event of stent kinked. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the stent began kinking at the fenestration holes on the duodenal side of the stent as the introducer was being retracted from the inside of the stent. Therefore, the stent failed to deploy. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."